Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and failed normal mode because error 319 was triggered during startup. The rolling loop fiber was swapped with a new and the errors went away. The original rolling loop fiber was reinstalled and the errors returned. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed chipencoder virtual absolute (cva), sensors check, brake, sine cycle, carriage strength, encoder linearization, fan, light emitting diode (led) brightness, direction, insertion buttons, check cannula and carriage switches tests but failed the fiber test on rolling loop. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system got a recoverable error and they disabled universal surgical manipulator (usm) 1. The technical support engineer (tse) reviewed the system logs and confirmed 307 error on usm 1. Tse had site do hard restart and error was now 319 on axes controller carriage (acc) in usm. The customer opted to disable usm 1. The procedure was completed as planned with no reported injury. On 07-jun-2021, intuitive surgical, inc. (Isi) received importer report # 2400010000-2021-8018 stating: during robotic assisted surgical procedure, the da vinci robot's arm #1 malfunctioned showed up a recoverable fault 316. When the robot was shut down and restarted, the arm #1. Still showed up as a recoverable fault 316. Surgical team disabled the arm to troubleshoot (company was called) and was walked through the shut down and used the circuit breaker and restarted. Arm 1 was removed from the field. The #1 arm again showed the 316 recoverable fault. We were directed to ask the doctor if they could finish the case with 3 arms and the doctor said yes. The #1 arm was disabled and moved out of the filed. There was no adverse effect for the patient.